Event description:
Additional information: it was also reported that the plunger was unable to be retracted, which is why the device was removed from the anatomy as a single unit. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the plunger and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported difficulty retracting the plunger was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after an interventional thrombectomy procedure with a 9f sheath. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of performing the pre-close technique would not contribute to the reported difficulties. The device and plunger were removed from the anatomy as a single unit; notably, there was resistance while removing the device from the anatomy. It should be noted that the prostyle IFU, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide suture mediated closure (smc) device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, removal of the device against resistance was circumstantial due to the difficulties encounter and device was removed as a single unit. A conclusive cause for the reported mechanical jam could not be determined based on the returned device analysis. Factors that contribute to mechanical jam with the plunger may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, or failure to maintain a stable position of the device with respect to the tissue tract. The resistance encountered during plunger deployment likely contributed to the observed posterior needle kink and posterior needle to cuff miss. The observed damage to the posterior needle appears to have contributed to the difficulty removing the plunger. The inability to remove the plunger contributed to the difficulty removing the device as the plunger remained in the deployed position (step #3). This position would not allow the foot to close (step #4) this contributing to the difficulty removing the device from the anatomy. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1536 added.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after an interventional thrombectomy procedure with a 9f sheath. Reportedly step 2 could not be completed as the plunger was unable to be pushed down. The device and plunger were removed from the anatomy as a single unit; notably, there was resistance while removing the device from the anatomy. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 1494 clarifier- indication for use. H6: device code 2017 clarifier - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.